Event description:
On (B)(6) 2011, the patient sustained a cardiac arrest during a CABG. Efforts to resuscitate the patient were successful. Upon further review, it was noted that there were issues with the confirmation wheel on the ventilator. It appears that the machine accepts the command but sporadically fails to implement the command. The machine was taken out of service for evaluation.